Manufacturer narrative:
Analysis: visual examination of the returned valve identified moderate yellowish material on the fabric conduit and the aortic wall junction. All leaflets are closed with slight gaps between the lunula of the non-coronary and the right coronary cusp, as well as between the non-coronary and the left coronary cusp. The non-coronary cusp is flexible and the left cusp is flexible except where pannus overgrowth extends to the margins of attachment on the inflow. The belly of the right cusp is stiff due to a layer of rust colored thrombotic appearing host material. The lunula of the right cusp remains flexible. The commissures are intact. Pannus extends along all three cusp margins of attachment and inferior coaptive junctions and approximately 2 mm onto the left and right cusps. A tan to brown host tissue of unknown origin remains attached to the exterior wall of the right coronary sinus area. Radiography shows no evidence of mineralization. Review of the device history record shows that this device met manufacturing specifications when released for distribution. Analysis of the returned valve noted no evidence of a pseudoaneurysm. Conclusion: the device was evaluated and the alleged failure could not be identified. Pannus overgrowth and thrombus were present on the valve. Device replaced with no reported patient complication.

Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted after 33.54 months of service due to a pseudoaneurysm. There have been no reported patient symptoms or performance issues attributed to the pseudoaneurysm.